Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) helped the caregiver (cg) to clear the setup an informed the home patient (hp) of the error meaning. Per the cg there were two lines that were not being used that was left open. The supply bag was empty at this time. The hp would call the registered nurse (rn) in the morning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg on (B)(6) 2012. Per the cg, the hp chose not to start over and instead called their peritoneal dialysis registered nurse (pdrn) who stated the hp could wait until the next morning to restart therapy. The old supplies were discarded, but nothing unusual was noticed that may have caused the alarm. No lot number or companion sample was available. Since then, therapy has been going well. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. Per the caregiver (cg) there were two lines that were not being used that were left open. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.